Event description:
It was reported by service report that the fowler was not going all the way down and it was leaking. The customer could not determine whether there was patient involvement or adverse consequences occurred.